Event description:
Caregiver informed pharmacy that enfit type syringe manufactured by amsino, reference number ens115ns, gave issues, specifically with slower flow rate, numerical markings that disappeared after one use, and defective item that was flimsy and on occasions came apart.